Event description:
The customer reported that the patient's spo2 sensor, ECG cables became disconnected and the corresponding technical alarm to alert the clinician did not occur.

Manufacturer narrative:
(B)(4). Note that this patient was in serious medical condition and emergent care was warranted. No adverse impact was reported. The customer already has tested the monitor after this event and the monitor passed all testing. Patient harm/serious injury is possible should the user be unaware of this disconnect as monitoring has ceased. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.